Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the balloon protector was returned separate to the delivery system. The balloon had detached from the catheter shaft at the proximal bond approximately 27mm from the distal end of the inner lumen. The inner lumen detached from inside the balloon. The outer lumen was torn circumferentially at the detachment site. The distal shaft was pinched approximately 5cm from the distal end of the catheter. This is evidence of excessive force being used during attempts to remove the protector sheath during preparation. The marker bands were present on the inner. The distance between the marker bands was 1.5mm. The movement of the proximal markerband is due to the elongation of the inner lumen. The balloon remained inside the balloon protector sheath. Force was used to remove the balloon from the protector sheath. A visual and microscopic examination of the balloon observed no damage to the remaining balloon sections or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. A 0.015 inch product mandrel was inserted through the lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a tip detachment occurred. When removing the balloon protector from the 4.0/15mm flextome monorail cutting balloon the tip popped off the device. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.

Event description:
It was reported that during preparation for a percutaneous coronary intervention procedure a tip detachment occurred. When removing the balloon protector from the 4.0/15mm flextome monorail cutting balloon the tip popped off the device. The procedure was completed with a different device. There were no patient complications reported and the patient status is fine.